Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced recurring post-meal hyperglycemia, including a reported blood glucose of 255 mg/dl, despite prior guidance to pre-announce meals by 15 minutes, space meal announcements by 4 hours, adjust cgm targets, modify breakfast, and avoid using treatment announcements and pump pauses as corrective actions. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and the clinical team. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.